Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad program administrator reported that the patient reported experiencing "chirping" alarms from the lvad. After exchanging the system controller to the backup, the patient reported another audible alarm followed a red heart alarm and fluttering feeling. The patient was admitted to the hospital for further evaluation and a decision was subsequently made to exchange the patient's pump with another lvad due to elevated lactate dehydrogenase (ldh) and hematuria. Upon device explant, the hospital staff reported observing a breakdown of the silicon cover of the driveline (percutaneous lead) and very small organized thrombus was noted at inlet stator.

Manufacturer narrative:
The lvad was successfully exchanged and the patient remains ongoing without any further issue reported. The user facility report #(B)(4) was received from the (B)(4) registry. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.